Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported that the plug tore in half. Plug was used to repair a congenital diaphramatic hernia. Several months later, hernia reocurred.